Manufacturer narrative:
Bobbin pawls and gears were assessed and replaced. This event was originally reported in a summary report 3006073153-2025-00059, which was submitted in relation to the affected devices from the voluntary recalled performed by spectrum medical ltd (recall number z-0224-2025). FDA has since requested that each event for the devices related to the voluntary recall be individually submitted, resulting in the creation and submission of this report.

Event description:
Service engineer identified a faulty bobbin on two roller pumps, which caused the tubing to slip from position. There was no patient harm.